Event description:
During vats procedure customer had a problem with closing the dlu (B)(4) with endo gia universal handle on the part of lung parenchyma. After first firing (1,5cm) handle stopped from further movement. Action has been repeated three times. Surgeons decided to convert to open procedure to secure part of the lung which hasn't been closed properly by dlu.

Manufacturer narrative:
(B)(4).